Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a follow-up in clinic. Upon review the implantable cardioverter defibrillator exhibited post paced t wave oversensing. No programming changes were required. The device also experienced far-field r-wave oversensing resulting in automatic mode switch episodes. Programming changes were made. The patient remained asymptomatic.